Manufacturer narrative:
This occurred on unspecified dates "in the past but not recently". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an unspecified quantity of amia automated pd sets with cassette were loose and fell off. This was observed during set up for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.